Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013, due to patient allegations of a loose acetabular cup, pain and elevated metal ion levels. The acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05055 / 05056).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of a loose acetabular cup, pain and elevated metal ion levels. The acetabular cup, modular head and taper adapter were removed and replaced. Additional information received in patient medical records indicate the right hip revision procedure was due to pain and a loose acetabular cup. Operative report noted a loose acetabular cup at time of revision. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.